Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump was received with minor scratched display window, scratched display window cover, scratched case, peeling serial number label, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer ring. The p-cap locks properly into the reservoir compartment. Cosmetic damage was confirmed at the front of the pump, at the back of the pump and at the retainer ring. Damage-retainer ring damage confirmed. For additional information regarding the tests performed refer to (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had pump exterior damaged and labelling/packaging issue. The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1882 was requested and customer response was the device returned.

Manufacturer narrative:
Additional information has been received which was not included in the initial follow-up report. The updated additional information has been provided in below sections with this follow-up report. 1. Section h6 - updated component code, type of investigation, investigation findings, investigation conclusion 2. Section h11 - updated analysis summary the pump was received with minor scratched display window, scratched display window cover, scratched case, peeling serial number label, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer ring. The p-cap locks properly into the reservoir compartment. Cosmetic damage was confirmed at the front of the pump, at the back of the pump and at the retainer ring. Damage-retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.